Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related reports: 2210968-2023-04694, 2210968-2023-04695, 2210968-2023-04697,2210968-2023-04699, & 2210968-2023-04700.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: it was reported that 6 sutures broke. How many of the 6 suture broke when removing from tray? The tech was not able to remember the answer to this question for this complaint due to the number of times they have had problems with this code on different occurrences. Multiple pcs were reported. How many of the 6 sutures broke while suturing? The tech was not able to remember the answer to this question for this complaint due to the number of times they have had problems with this code on different occurrences. Multiple pcs were reported. Related reports: 2210968-2023-04694, 2210968-2023-04695, 2210968-2023-04697, 2210968-2023-04698, 2210968-2023-04699, & 2210968-2023-04700.

Event description:
It was reported that a patient underwent an unknown date and unknown date and suture was used. It was reported that several of the strands of suture were difficult to get out of the suture tray which led to suture breakage and/or breakage while in use from doc due to stressed suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient?: no. When were the eight involved sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Sutures were broke both when being removed from the suture tray, and in the surgeons hands when suturing during the case. Please provide the lot number: lot number was documented in initial pc report please provide the source or name of person providing answers to follow-up questions: pamela sierrra (parkview hcp) recording answers. The following additional information was requested: it was reported that 6 sutures broke. How many of the 6 suture broke when removing from tray? How many of the 6 sutures broke while suturing? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m. Related reports: 2210968-2023-04694, 2210968-2023-04695, 2210968-2023-04697, 2210968-2023-04699, & 2210968-2023-04700.